Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by technical service. The outer jacket of the patient cable had two damaged areas ¿ the outer jacket was indented and appeared to have been crushed. The damaged segments were both approximately one inch in length; the damaged segments were located approximately 6 feet from the mpu. The battery door was cracked around the fastening screw hole. The unit was repaired by replacing the patient cable and battery door. The software on the unit was also upgraded to the current version. The repaired mpu was tested and returned to the rental/loaner pool. The damage to the patient cable appeared superficial; there were no internal wires exposed . The cable was operationally checked on a reference mpu. No functional issues were found and the mpu output power did not drop out when the damaged areas were manipulated. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device was returned to the distributor for routine maintenance.